Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported patient felt an increased stimulation, very painful on both legs when he was laying down to sleep. The patient lays on his back, no pressure on the ins. Caller reports patient's ins is implanted below the belt line on his left cheek. Caller reports he grabbed his controller, unable to turn his intensity down, unable to and did a reset. Reports the reset was not able to turn his intensity down. The patient reported shocking in both legs. Caller reports patient did another reset on his controller. Caller reports that did not work either. Caller reports patient was able to turn adaptive stim as off and has not happened since as was turned off. Caller reports patient thought he might have seen c1 either on 1.2ma or 1.3ma when the intensity was set at 0.4ma. Caller reports when the shocking sensation occurred, patient was laying on his back on program c1 0.4ma/500pw/500hz. 8-9-10+11+. Rep reports no error message was seen on the controller. The patient did not check his position on his controller when patient felt the shocking sensation. Caller reports nothing new around/inside the house. Electrode impedance done: 8/9: 1330 ohms, 8/10: 1350 ohms, 8/11: 1380 ohms, 9/10: 1030 ohms, 9/11: 1010 ohms, 10/11: 1010 ohms. Caller reports the reset of the electrodes are within range. Caller reports when she checked position on the tablet and controller, both shows correct position. Caller reports laying back 0.4ma intensity was correct on the tablet. Caller reported patient does not need reclining position. Caller reported she would reprogram. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of shocking and patient's weight information was unknown. The shocking was resolved at the time of the report. Provider was aware. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's stimulation unintendedly increased. The patient stated he went to bed and turned down his stimulation. The patient stated his ins increased automatically and shocked him. The patient stated he removed the battery and replaced it, and the stimulation eventually went down to the set amplitude. The patient was instructed to turn off their adaptive stimulation (as), and the patient will be meeting with a manufacturer representative (rep) next week. No further complications were reported. No additional patient symptoms were reported.